Event description:
It was reported that the patient had their ins replaced due to a "power issue." The nature of the power issue was not specified. The patient outcome was not provided. However, the patient was later reimplanted with a replacement ins. Further information has been requested; a supplemental report will be submitted if additional information is received.

Event description:
Additional information received reported that one electrode showed high impedance. It was stated that the patient experienced "fluctuations in stimulation." It was noted that an impedance was performed and the device was disposed of. The patient reportedly recovered without sequela. If any additional information is received, a supplemental report will be sent. Reference manufacturing report #3004209178-2012-06202.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-30, lot# serial# (B)(4), implanted: explanted: product typ lead. Product ID 37752, lot# serial# (B)(4), implanted: explanted: product typ recharger. Product ID 37743, lot# serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 3708140, lot# serial# (B)(4), implanted: explanted: product typ extension. Product ID 3708140, lot# serial# (B)(4), implanted: explanted: product typ extension. Product ID 3708140, lot# serial# (B)(4), implanted: explanted: product typ extension. (B)(4).